Event description:
It was reported that a patient using the ilet experienced hyperglycemia while wearing a g7 sensor, with a confirmatory fingerstick of 338 mg/dl, and there were no reported infusion set leaks, interruptions to insulin delivery, or device alarms; the patient was guided through a full set and supply change, after which glucose levels began to decline. Symptoms included elevated blood glucose. Outcomes included patient self-management with troubleshooting and education, without hospitalization. Investigation included telephone troubleshooting and education, review of reported pump alerts, and confirmation of continued insulin delivery. Investigation of this case revealed no device alarms or delivery interruptions and no confirmed hardware malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.